Event description:
It was reported that during a right hemicolectomy, the stapler was used to staple across the mesentery of the colon. The first 3-4 firings were fine. When the surgeon attempted to fire the stapler across the ileocolic vessels with a white reload, the staple line was incomplete. There was massive bleeding as a result of the misfire. It is unknown if the 4 stroke firing sequence was completed. The surgeon did mention that on the last stapler firing, the device jaws would not open. It is also unknown if the jaws opened and if the staples did not form or if the surgeon pulled the stapler out and caused trauma to the vessels. The surgeon was firing across the ileocolic vein and artery. The surgeon regained control of the bleeding by clamping and suturing the mesentery and vessels. The patient required 3-4 units of blood due to the large amount of blood loss.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At this time, the patient is recovering well.

Manufacturer narrative:
(B)(4). The analysis found that one ec45a device was returned in good visual condition and with one ecr60w cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.